Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's scarring. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that she had a pod in which insulin delivery did not work correctly and ended up with a blood sugar level over 400 mg/dl as a result. The patient also notice that the injection catheter was much larger than she had anticipated and now has site marks all over her stomach that are healing very slowly (takes weeks), inflamed for days after removal, and are leaving scars.